Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display error message was reported with the abbott diabetes care (adc) device. The customer received a "replace sensor" error message, and the customer was unable to obtain glucose readings. As a result, the customer experienced loss of consciousness and was unable to treat self. The customer consulted with a healthcare professional (hcp) where customer's blood sugar was measured through laboratory test which revealed an unspecified blood sugar. The customer was administered with glucose intravenously (IV) as treatment for hypoglycemia by an hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s reported a "replace sensor" error using the freestyle libre application. Despite the software product type being linked to the complaint, the investigation found no connection between the customer's reported application and the customer's reported issue. The investigation did not identify the app as the cause of the issue as per the issue was associated with the reader. There is no malfunction with the customer's reported application. Sensor (B)(6) was returned and investigated. Visual inspection on the returned sensor patch was performed, and no issues were observed. The sensor data was extracted successfully. The senor was foun to be in sensor state state 7 with event log 11,224,227 and sensor state 8 with event log 9 that an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was further investigated and de-cased. Performed an internal visual inspection revealed damage on the sensor¿s pcba (printed circuit board assembly). Attempted to re-program returned sensor and an error message was observed which prevents re-programming and activation of the sensor. An extended investigation was conducted. Performed visual inspection of the returned de cased sensor, observed crack on pcba. However, this damage did not affect any tracks on the pcba and would not have affected the sensor operation. The battery was measured at 1.59v, which is within specification of 1.40v to 1.98v. The sensor was placed in a fr4 fixture and it scanned successfully. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. The poise voltage testing was performed and results were within specifications. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. Section d4 (device expiry date), (UDI), and h4 (device mfg date) were updated based on the returned product download.

Event description:
A display error message was reported with the abbott diabetes care (adc) device. The customer received a "replace sensor" error message, and the customer was unable to obtain glucose readings. As a result, the customer experienced loss of consciousness and was unable to treat self. The customer consulted with a healthcare professional (hcp) where customer's blood sugar was measured through laboratory test which revealed an unspecified blood sugar. The customer was administered with glucose intravenously (IV) as treatment for hypoglycemia by an hcp. There was no report of death or permanent impairment associated with this event.